Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the ptd for a thrombectomy in interventional radiology, the black tip broke off in the pt. As a result, the md removed the tip from the pt using a snare. A new kit was opened and used w/o issue. There was no reported delay, death, or complications to the pt as a result of the this occurrence.